Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. A direct relationship between the device and the reported hypotension could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing, and the distal segment was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and outflow graft bend relief were not returned. The bend relief collar was not returned. The outflow elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The thrombus showed signs on denaturation suggesting that the thrombus was present for an undetermined period of time. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, the observed thrombus and concentric contact marks on the rotor suggest that the observed thrombus was present during patient support and would have contributed to the elevated lactate dehydrogenase (ldh) and hemolysis symptoms. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU, rev. C, is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heartmate 2 to heartmate 2 exchange on (B)(6) 2021 due to the patient having an elevated lactate dehydrogenase of 1200-1400, rise of creatinine to 3.8 and low hemoglobin/hematocrit due to hemolysis. The patient was on coumadin, heparin, plavix, and aspirin. The patient also had an abnormal ramp study. The patient was hypotensive prior to the procedure. The patient was placed on bypass for 16 minutes during the procedure. It was additionally reported on 20oct2021 that the patient had also been explanted due to device thrombosis.